Manufacturer narrative:
The autopulse battery (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2012 and was analyzed. The reported problem was confirmed. It was observed that the indicator lights did not work on the battery. When the battery was put in a charger, it failed within a few seconds therefore charging could not be done. The battery will be scrapped.

Event description:
Customer stated that battery will not complete a charge cycle and the led on battery doesn't work.